Event description:
Researching shock wave therapy as a possible treatment for erectile dysfunction I came across a website (B)(6) that is marketing a device claiming to be a treatment for ed. I was skeptical and concerned it could be a scam but their website stated "if you are not thrilled with your results just send it back within the first 50 days" so I made the purchase. For the first use, I followed the instructions exactly and used the device in the evening before bed. By the next morning I developed mild burns all over my penis. I did not notice the device was hot during use so I believe radiation or radio frequency energy caused the burns. There are no warnings or notices anywhere on their website or in their materials about possible burns or radiation. I believe this company is running a scam operation and the device itself is potentially dangerous to consumers. I also believe they may be illegally marketing this device as a treatment for ed. The rest of the story is unrelated to the specific issue that may concern the FDA but may be relevant. I contacted the company to inform them about the injury their device caused me and that I would be returning the device immediately in accordance with their website advertising to "just send it back with in the first 50 days". They refused to provide a return address or RMA # until I agreed to pay 1/3 of the retail price for the device (over $ (B)(6)). Of course, I refused to pay another penny and was terribly embarrassed that I allowed myself to caught in a scam. I confirmed the company's mailing address with their state's ((B)(6)) business licensing office and sent the device back within the 50 day window (I have proof of delivery). The company continued to hound me for payment and told me without an RMA number, they would send me to collections, which as of today, they have done. I am hiring an attorney to help me with this part. The reason for my complaint today is that I believe this company may be illegally marketing this device as a medical treatment for ed and that it may cause serious injury to some who use it. They are even inferring in some of their materials that the FDA has approved this type of therapy. I now worry that I was exposed to some sort of radiation in sufficient amounts to cause burns and what future health problems may arise as a result. FDA safety report ID# (B)(4).